Event description:
It was reported that the fowler was stuck elevated and could no longer be adjusted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.